Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the distal tip was unable to curve as intended while using m knob. The clip was replaced with another device to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (sleeve steering issues). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, a cause for the reported issues when rotating the m knob could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.